Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, opening and wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify an opening striated in the radius and delamination in the diaphragm valvethe fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is:-a striated opening in the radius assessed as surgical damage.- delamination of the diaphragm valve assessed as adhesive failure.clarification to g3: the initial aware date of this event was (B)(6)-2021 and was inadvertently captured as (B)(6)2021 reason for reoperation: deflation

Event description:
Healthcare professional reported a left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.